Manufacturer narrative:
ICU-medical trifurcated tubing set, therapy date (B)(6) 2019. No product will be returned per customer. The customer complaint could not be confirmed because the device/product was not returned for failure investigation. The root cause of this failure was not identified. Patient age and dob was requested but not provided, however, the event reportedly occurred at a pediatric facility, therefore it is presumed that the patient is a pediatric patient.

Event description:
It was reported that during an rn hand-off the rn's were checking the patient's central line and found two orange spots (approximately 25cc's) on the pediatric patients blankets which resembled the chemotherapy agent that was infusing at the time. Upon inspection of the tubing set, it was found that the filter port was leaking. The patient was to receive the chemotherapy infusion for a duration of 24 hours and was 20 hour into the process when the event occurred. The infusion was immediately stopped and the tubing set was disconnected from the line. A new tubing set was primed with ns and then primed halfway with the chemotherapy medication. Once the tubing was primed, the rn reconnected it to the patient and began the infusion only to find that it had difficulty infusing. After a lot of trouble shooting it was noted that the ICU-medical trifurcated tubing set was twisted and kinked and would not infuse until a new trifurcated tubing set was put into place.